Event description:
It was reported that before use on a patient, the device experienced a hardware technical failure. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Correction: d4 UDI #. The device was not returned to zoll medical corporation; however, the log files were provided for evaluation. A review of the log files confirmed the occurrence of technical failure 401 and technical failure 316. The customer was instructed to test the unit using a known-good blower. After blower replacement, they were advised to repeat calibration, perform the blower test, download the log files, and monitor for recurrence of tf 401. Upon reviewing the updated logs after blower replacement, the recorded values appear within normal range, with both current (amps) and rpm readings restored to valid levels. The customer was advised to complete the remaining calibration steps and report any issues encountered during the verification process.